Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. One opened probe was received with a tip protector, in a tray, for the report of cutting failure. The returned sample was visually inspected and found to be non-conforming with foreign material on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and was found non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. . A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure. The most likely cause for the cut failure is the observed damage/wear to the cutting edge of the inner cutter of the probe. A damaged/worn cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the probe became damaged cannot be determined form this evaluation. The exact root cause for the cut failure cannot be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutting failure of a cutter occurred during surgery. The surgery was completed after replacing the product with another one. There's no patient harm. The condition of aspiration and actuation is unknown.